Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implanted (B)(6) 2018, 5076-58 lead; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of p-wave sensing, and no capture. The ra lead was programmed off. No patient complications have been reported as a result of this event.